Manufacturer narrative:
(B)(4). Eval summary: the analysis site confirmed the customer complaint and replaced the dc motor adapter for the translational (green) motor. The site also replaced the vso due to inadequate vacuum regulation. After servicing was complete, the unit was tested and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the dc motor adapter on the green port of the control module is broken. No pt involvement was reported. One device to be returned for analysis.